Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding and took longer to charge. The database analysis confirms more charging is required due to the ipg depleting to hibernation between charging sessions. There were no anomalies found in the battery discharge logs. The patient underwent a revision procedure wherein the ipg was replaced and was relocated to a more comfortable location. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.